Event description:
It was reported that customer experienced cgm error while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, was instructed to wait 20 minutes before starting new sensor session, and technical support followed up to confirm cgm function was restored and operating normally.